Event description:
According to the reporter: the patient underwent an open incisional hernia repair, where the mesh was placed between the peritoneum and the fascia. The wound was closed with prolene sutures and there were four fixation points applied. Eleven days post op, the patient returned for a follow up. The doctor found irritated skin described as cellulitis during his post operative evaluation. He prescribed oral antibiotics to help prevent any infection. There was no injury as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cellulitis was located on the patients skin near the umbilicus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.